Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2018, explanted: product type: lead, product ID: 977a275, lot# serial# (b)(4,) implanted: (B)(6) 2018. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4) , ubd: 08-jan-2022, UDI#: (B)(4) ; product ID: 977a275, serial/lot #: (B)(4) , ubd: 08-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that the patient stated that she fell at an unknown date while in her kitchen. She stated that she was baking and there was some sugar and flour on the floor and she "slipped" on it prior to it being swept up. The manufacturer representative met with the patient on (B)(6) 2021. A connectivity check was completed and all were within range; however electrodes 6 had an impedance value of 25,480 ohms and electrode 10 had an impedance value of 23,460 ohms. The patient was reprogrammed in order to achieve more pain coverage, and the patient discussed a possible lead revision. The issue was not resolved at the time of the report. Surgical intervention is planned, but has not yet been scheduled. At this time, the health care professional has no further information regarding the event.